Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 had all cubies off the bus, causing maintenance requirements and preventing medication access for medication pass. A field service engineer (fse) reported that a visual inspection identified failed drawer controller boards and a pyxis bus module. The fse replaced the faulty components, resumed testing, and confirmed that no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication could not be accessed for med pass. Drawers 5.1 and 5.2 had all cubies off the bus; maintenance was required and the issue could not be resolved with multiple reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.